Event description:
The procedure was coil embolization for unruptured cerebral aneurysm in a heavily tortuous left vertebral artery. The aneurysm neck was 8.2mm; the vessel measurement was 3.7mm distal to the neck and 4.0mm proximal to the neck. Two microcatheters (prowler select plus 45 and sl10 str/boston scientific) were inserted in the guiding catheter (launcher/medtronic) in order to perform a stent assisted coiling using a jailed microcatheter technique for delivery of the coils. An unknown coil and enterprise (enc452812) were delivered each to the target vessel through the microcatheters. First, while the enterprise was being delivered, there was interference between the two microcatheters and the microcatheters got stuck in the guiding catheter. There was no resistance/friction or difficulty advancing the enterprise. When the microcatheter was moved back and forth, the engagement of the guiding catheter came away from its position. The target site was lost with the microcatheter and the guiding catheter at this time. The enterprise was recaptured and removed from the patient. It was reported that there were no difficulties with the enterprise that contributed to the event.

Manufacturer narrative:
Concomitant medical products: enterprise stent, catheter and coils. After this another enterprise was placed in the target vessel successfully through the same microcatheter. An attempt was made to place a 7x21 orbit complex fill, a 6x15 compass, and an 8x20 gdc 10 coil in the aneurysm through the jailed microcatheter. It was reported that it was too difficult to place the coils in the aneurysm because the products did not coil up well. The procedure was completed without placing coils in the target aneurysm. There were no adverse consequences to the patient and no further treatment is planned at this time. The prowler select plus microcatheter that got stuck in the guiding catheter has not been returned; therefore further analysis is not possible. The lot number is not known; therefore a device history record review cannot be performed. Based on the available information and as reported, interaction of the two microcatheters that were placed simultaneously through the guide catheter along with the heavily tortuous vessel characteristic appears to have resulted them getting stuck requiring removal of the device from the target site. Although no definitive conclusion can be made without the return of the device for evaluation, there is no indication that it is related to the device design or manufacturing process. Therefore, no corrective actions will be taken at this time.